Manufacturer narrative:
Unit received with missing segment due to lcd cracked zebra connector. Unit received with minor scratched display window. Unit received cracked case at display window corner. Unit received with cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call to have experienced display anomaly. Customer reported that when the act button was pressed, half of the letters or numbers were missing and numbers appeared grainy. Customer's blood glucose was 109 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.